Event description:
The patient was enrolled in the (B)(6) clinical study on (B)(6) 2021 with patient identifier (B)(6). It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to the index procedure aspirin (81mg) was administered. The patient underwent successful placement of a 24 mm watchman flx delivery system with complete seal and deployed device diameter of 20.0 mm. One day post index procedure, the patient was discharged on apixaban and aspirin medication. On (B)(6) 2021, 177 days post index procedure, the patient presented for protocol required 4-month left atrial appendage(laa) imaging and transesophageal echocardiogram (tee). Assessment revealed complete seal with a laminar, non-mobile thrombus with maximum area of 2 cm2 on the atrial facing surface of the watchman flx device and presence of left to right atrial septal shunt (<3 mm). However, no evidence of thrombus in the left atrium, pericardial effusion and aortic atheroma were noted. At the time of event, the patient was on aspirin (81mg). On (B)(6) 2021, apixaban (5 mg) was started in response to device thrombus. At the time of reporting, the event was ongoing.

Event description:
The patient was enrolled in the champion clinical study on (B)(6) 2021 with patient identifier (B)(6). It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to the index procedure aspirin (81mg) was administered. The patient underwent successful placement of a 24 mm watchman flx delivery system with complete seal and deployed device diameter of 20.0 mm. One day post index procedure, the patient was discharged on apixaban and aspirin medication. On (B)(6) 2021, 177 days post index procedure, the patient presented for protocol required 4-month left atrial appendage(laa) imaging and transesophageal echocardiogram (tee). Assessment revealed complete seal with a laminar, non-mobile thrombus with maximum area of 2 cm2 on the atrial facing surface of the watchman flx device and presence of left to right atrial septal shunt (<3 mm). However, no evidence of thrombus in the left atrium, pericardial effusion and aortic atheroma were noted. At the time of event, the patient was on aspirin (81mg). On (B)(6) 2021, apixaban (5 mg) was started in response to device thrombus. At the time of reporting, the event was ongoing. It was further reported that the event was considered to be resolved on (B)(6) 2022.

Event description:
The patient was enrolled in the champion clinical study on (B)(6) 2021 with patient identifier (B)(6). It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to the index procedure aspirin (81mg) was administered. The patient underwent successful placement of a 24 mm watchman flx delivery system with complete seal and deployed device diameter of 20.0 mm. One day post index procedure, the patient was discharged on apixaban and aspirin medication. On (B)(6) 2021, 177 days post index procedure, the patient presented for protocol required 4-month left atrial appendage(laa) imaging and transesophageal echocardiogram (tee). Assessment revealed complete seal with a laminar, non-mobile thrombus with maximum area of 2 cm2 on the atrial facing surface of the watchman flx device and presence of left to right atrial septal shunt (<3 mm). However, no evidence of thrombus in the left atrium, pericardial effusion and aortic atheroma were noted. At the time of event, the patient was on aspirin (81mg). On (B)(6) 2021, apixaban (5 mg) was started in response to device thrombus. At the time of reporting, the event was ongoing. It was further reported that the event was considered to be resolved on (B)(6) 2022. It was further reported that on (B)(6) 2021, apixaban 10mg, not 5mg, was started in response to the thrombus. It was also reported that on (B)(6) 2022, apixaban (10 mg) was paused and clopidogrel (75 mg) was started.